Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and one battery of unknown serial number were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller fault alarm logged on 30-jan-2021 at 16:32:54, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two years. Review of the alarm log file revealed multiple power disconnect alarms logged involving a battery with a serial ID of ¿0¿. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. No critical battery alarms were recorded within the analyzed period. As a result, the reported controller fault alarm, power disconnect alarms, and "battery identification not logged" events were confirmed. The reported critical battery alarms were not confirmed. A communication error likely unintentionally sealed the associated battery. Therefore, the controller was unable to obtain serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. Based on the available information, the most likely root cause of the reported "battery identification not logged" event can be attributed to a communication error between the controller and battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, a possible root cause of the reported power disconnect alarms could be attributed, but not limited, to a battery malfunction. Additional products: d4: serial #: unknown h3: yes h6: FDA method code(s): b17,b15 h6: FDA results code(s): c04, c020701 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient's date of birth is (B)(6) 1981 and the controller was exchanged; a2 and b5 updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, UDI #: (B)(4). Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the battery serial number, device disposition, the patient's weight, date of birth and age of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to the internal battery. It was also reported that a battery exhibited multiple power disconnect alarms and critical battery alarms. It was noted that the battery identification was not logged correctly in the logfile data. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation on batxxxxxx that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: the controller ((B)(6)) and one (1) battery of unknown serial number were not returned for evaluation. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 16:32:54, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the alarm log file revealed multiple power disconnect alarms logged involving a battery with a serial ID of ¿0¿. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. No critical battery alarms were recorded within the analyzed period. As a result, the reported controller fault alarm, power disconnect alarms, and "battery identification not logged" events were confirmed. The reported critical battery alarms were not confirmed. A communication error likely unintentionally sealed the associated battery. Therefore, the controller was unable to obtain serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. Based on an investigation conducted, the most likely root cause of the reported "battery identification not logged" event can be attributed, but not limited to a communication error between the controller and battery a nd/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, a possible root cause of the reported power disconnect alarms could be attributed, but not limited, to a battery malfunction. Additional products: d1: heartware ventricular assist system: battery d4: serial or lot#: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.